Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege the patient suffered symptoms and damage to her body including but not limited to severe and constant pain and discomfort in her groin, thigh, and hip-joint; clicking, grinding and popping of the implant when walking and going to and ftom a sitting position; infection and inflammation of bone and tissue surrounding the implant; metallosis and metal toxicity. Doi: (B)(4) 2008 - no reported revision (right side). (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, the pt suffered symptoms and damage to her body including but not limited to severe and constant pain and discomfort in her groin, thigh, and hip-joint; clicking, grinding and popping of the implant when walking and going to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; metallosis and metal toxicity. Update: (B)(6) 2011 - the sales rep reported the revision surgery. The pt was revised to address pain.